Event description:
Caller, states that her device read 269mg/dl while the doctor's device read 126mg/dl a minute later. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.